Event description:
It was reported to nova biomedical that a consumer received a result of 348 mg/dl and 165 mg/dl on their blood glucose meter. The consumer felt lower than the results and subsequently experienced a hypoglycemic event requiring emergent food intervention. The consumer stated that she has never control solution tested her tested her test strips. The consumer doesn't have any controls to perform a control test while on the line. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The test strips will not be returned for evaluation because the consumer discarded them.